Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no alert/notification occurred. On 04/29/2024, it was reported that the patient experienced an issue with alert and notification settings. The patient experienced loss of consciousness while driving his truck. The patient was alone at that time, he was on a stop light then he passed out they need to break his truck's window glass just to help him out. He missed a low alert it happened around 8:00 am on the 4/30/24. They called an ambulance and he was treated with IV medication by the paramedics and ate skittles (sugar), he was not taken to the hospital. There were no bg nor cgm readings reported. At the time of the report the patient was recovered. Performance data was reviewed. The patient's low alert was set to 60 mg/dl. At 06:58 am on 04/29/2024, the app delivered an urgent low soon alert at 70% volume through a bluetooth audio output device with an egv of 68 mg/dl. At 07:03 am, the app delivered an urgent low alert at 100% volume with an egv of 42 mg/dl. The app continued to deliver urgent low alerts at 100% volume every five minutes until 08:33 am. The device experienced 15 minutes of temporary, then egvs returned within range at 08:52 am with an egv of 112 mg/dl. No alerts were acknowledged during this time. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
On may 17, 2024, the mentor failure analysis lab received the device for evaluation. On may 23, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024, it was reported that the patient experienced an issue with alert and notification settings. The patient experienced loss of consciousness while driving his truck. The patient was alone at that time, he was on a stop light then he passed out they need to break his truck's window glass just to help him out. He missed a low alert it happened around 8:00 am on the (B)(6)2024. They called an ambulance and he was treated with IV medication by the paramedics and ate skittles (sugar), he was not taken to the hospital. There were no bg nor cgm readings reported. At the time of the report the patient was recovered. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2 correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the supplemental MDR, a correction was updated on 06/24/2024. It was reported that no alert/notification occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2024, it was reported that the patient experienced an issue with alert and notification settings. The patient experienced loss of consciousness while driving his truck. The patient was alone at that time, he was at a stop light then he passed out they needed to break his truck's window glass just to help him out. He missed a low alert it happened around 8:00 am on the (B)(6) 2024. They called an ambulance, and he was treated with IV medication by the paramedics and ate skittles (sugar), he was not taken to the hospital. There was no bbg (blood glucose) nor cgm (continuous glucose monitor) readings reported. At the time of the report the patient had recovered and was feeling okay. Performance data was reviewed. The patient's low alert was set to 60 mg/dl. At 06:58 am on (B)(6)2024, the app delivered an urgent low soon alert at 70% volume through a bluetooth audio output device with an egv (estimated glucose value) of 68 mg/dl. At 07:03 am, the app delivered an urgent low alert at 100% volume with an egv of 42 mg/dl. The app continued to deliver urgent low alerts at 100% volume every five minutes until 08:33 am. The device experienced 15 minutes of temporary, then egvs returned within range at 08:52 am with an egv of 112 mg/dl. No alerts were acknowledged during this time. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) product registration - correction. B5: describe event or problem - correction. D4 catalog no - correction. D4 serial no - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: investigation findings - correction. H6 codes: investigation conclusion - correction. H10: corrected data.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that no alert/notification occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2024, it was reported that the patient experienced an issue with alert and notification settings. The patient experienced loss of consciousness while driving his truck. The patient was alone at that time, he was on a stop light then he passed out they need to break his truck's window glass just to help him out. He missed a low alert it happened around 8:00 am on the (B)(6) 2024. They called an ambulance and he was treated with IV medication by the paramedics and ate skittles (sugar), he was not taken to the hospital. There were no bg nor cgm readings reported. At the time of the report the patient was recovered. Performance data was reviewed. The patient's low alert was set to 60 mg/dl. At 06:58 am on (B)(6) 2024, the app delivered an urgent low soon alert at 70% volume through a bluetooth audio output device with an egv of 68 mg/dl. At 07:03 am, the app delivered an urgent low alert at 100% volume with an egv of 42 mg/dl. The app continued to deliver urgent low alerts at 100% volume every five minutes until 08:33 am. The device experienced 15 minutes of temporary, then egvs returned within range at 08:52 am with an egv of 112 mg/dl. No alerts were acknowledged during this time. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5: describe event or problem- correction. H2: correction/additional information. H6: investigation conclusion - additional information.